Manufacturer narrative:
One cadd solis hpca pump was received with no physical damage. No issue was found in the event history log. Accuracy test was performed on the pump. The pump was previously returned due to an allegation that it "kept infusing when trying to stop", which was not verified. The delivery accuracy tests found the pump to be within the published specification of +/-6%. The pump's expulsor will be replaced as a preventive measure to bring the delivery into more nominal of a range. The reported issue could not be replicated and the cause of the issue is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump was over infusing. The issue was discovered during preventative maintenance and there was no patient involvement.